Event description:
It was observed that during the device evaluation, the rhino laryngo videoscope exhibited a sticky grip, a sticky universal cord, and a sticky up-down angulation lever plate. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky grip, a sticky universal cord, and a sticky up-down angulation lever plate, the cause was due to some kind of stress, such as damage or deterioration of parts, an electrical problem, an environmental temperature problem, or a maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.